Manufacturer narrative:
3003721894-2018-00066 is associated with argus case (B)(4), super poligrip ultra fresh (zinc free formula).

Event description:
I usually choke on some of the product [choking]. Case description: this case was reported by a consumer and described the occurrence of choking in a male patient who received double salt dental adhesive cream (super poligrip ultra fresh (zinc free formula)) cream (batch number tm2d, expiry date unknown) for product used for unknown indication. Concomitant products included no therapy. On an unknown date, the patient started super poligrip ultra fresh (zinc free formula). On an unknown date, an unknown time after starting super poligrip ultra fresh (zinc free formula), the patient experienced choking (serious criteria gsk medically significant). On an unknown date, the outcome of the choking was unknown. It was unknown if the reporter considered the choking to be related to super poligrip ultra fresh (zinc free formula). Additional details, adverse event information was received via phone call on (B)(6) 2018. Consumer stated that "your product stinks. Not literally. I bought your product since you have an extensive advertising on the television, so I decided to use the product since I have been using the powder for years and I loved it. As I put it on, I usually choke on some of the product, and excessive amount of the product squeezes out. It also does not stay well". Action taken with super poligrip ultra fresh was unknown. Follow-up adverse event revision information was received on (B)(6) 2018. Product complaint event was added to the case. This case was associated with product complaint.

Event description:
Case description: this case was reported by a consumer and described the occurrence of choking in a male patient who received double salt dental adhesive cream (super poligrip ultra fresh (zinc free formula)) cream (batch number tm2d, expiry date unknown) for product used for unknown indication. Concomitant products included no therapy. On an unknown date, the patient started super poligrip ultra fresh (zinc free formula). On an unknown date, an unknown time after starting super poligrip ultra fresh (zinc free formula), the patient experienced choking (serious criteria gsk medically significant). On an unknown date, the outcome of the choking was unknown. It was unknown if the reporter considered the choking to be related to super poligrip ultra fresh (zinc free formula). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received via phone call on 27 february 2018. Consumer stated that "your product stinks. Not literally. I bought your product since you have an extensive advertising on the television, so I decided to use the product since I had been using the powder for years and I loved it. As I put it on, I usually choke on some of the product, and excessive amount of the product squeezes out. It also does not stay well". Action taken with super poligrip ultra fresh was unknown. Follow-up adverse event revision information was received on 05 march 2018. Product complaint event was added to the case. This case was associated with product complaint. Follow up information was received via return authorization form to contact physician. Contact details of physician was not provided by the consumer. Consumer stated, "I am not a patient I am a disappointed customer. The denture adhesive in the tube was not as good as are yet used. It does not any better than your powder. It was more expensive. It do no set as much use as the powder your powder was better. Follow-up information was received on 08 may 2018 from the quality assurance (qa) department regarding complaint number: (B)(4)0 and lot number unknown. The investigation report concluded that, testing was carried out on the retain sample and results met specification requirements indicating that the product was manufactured appropriately and complied with the required quality standards. Prior to release of the product from the site, the batch documentation was reviewed by the quality department, verifying that all results met specification requirements. As such, this consumer complaint was unsubstantiated.

Manufacturer narrative:
Argus case:(B)(4), super poligrip ultra fresh (zinc free formula). Device evaluation (issue number: (B)(4) on 27 february 2018: the batch documentation specific to this lot was reviewed and there were no issues noted during the manufacture of this batch that could have attributed to this defect. The retain sample was sent to the lab for analysis: test: description. Specification: a reddish pink mass of gums and petrolatum, free of lumps, granular particles or foreign matter. Results: complies. Test: extrudability. Specification: easy to moderate. Result: easy. Test: ph. Specification: 6.5 to 7.5. Result: 6.7. Conclusion: testing was carried out on the retain sample and results met specification requirements indicating that the product was manufactured appropriately and complied with the required quality standards. Prior to release of the product from the site, the batch documentation was reviewed by the quality department, verifying that all results met specification requirements. Complaint reason: unsubstantiated.

Event description:
Case description: this case was reported by a consumer and described the occurrence of choking in a male patient who received double salt dental adhesive cream (super poligrip ultra fresh (zinc free formula) cream (batch number: tm2d, expiry date unknown) for product used for unknown indication. Concomitant products included no therapy. On an unknown date, the patient started super poligrip ultra fresh (zinc free formula). On an unknown date, an unknown time after starting super poligrip ultra fresh (zinc free formula), the patient experienced choking (serious criteria gsk medically significant). On an unknown date, the outcome of the choking was unknown. It was unknown if the reporter considered the choking to be related to super poligrip ultra fresh (zinc free formula). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received via phone call on 27 february 2018. Consumer stated that "your product stinks. Not literally. I bought your product since you have an extensive advertising on the television, so I decided to use the product since I had been using the powder for years and I loved it. As I put it on, I usually choke on some of the product, and excessive amount of the product squeezes out. It also does not stay well". Action taken with super poligrip ultra fresh was unknown. Follow-up adverse event revision information was received on 05 march 2018. Product complaint event was added to the case. This case was associated with product complaint. Follow up information was received via return authorization form to contact physician. Contact details of physician was not provided by the consumer. Consumer stated, "I am not a patient I am a disappointed customer. The denture adhesive in the tube was not as good as are yet used. It does not any better than your powder. It was more expensive. It do no set as much use as the powder your powder was better.